Manufacturer narrative:
Investigation: up to now there is no sample available. Therefore, there is no investigation possible. Device history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Conclusion and preventive measures: unfortunately, due to a lack of data and without the product we cannot determine the exact root cause for the mentioned deviation. According to the quality standard, a production error and a material defect can most probably be excluded. If further investigations are required, the product should be provided for examination. Based upon the investigation results, a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product pm438r - jaw ins.bip.maryland diss.fen.5/310mm. According to the complaint description, the the tip of the product (ceramic part) got broken and fell into the patient's body during a urological surgery. The surgeon noticed this and collected the fragment. Additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).